Manufacturer narrative:
H4: the lot was manufactured between january 10-12, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed droplets of fluid inside a bag that contained the infusor device which suggests a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The pump was filled with fluorouracil, and the leak was contained within the sealed overpouch of the device. This occurred while the device was still in the packaging prior to patient use. There was no patient involvement. No additional information is available.